Event description:
The patient had to undergo an additional brain surgery to complete the dissection (complete corpus callosotomy) that was intended to occur (& believed at the time to have occurred) during the initial surgery on [redacted]. The patient¿s 6-month post-operative MRI demonstrated he did not have a complete posterior callosotomy, as the integrated navigation suggested. This was noticed as a recurrent problem at this point in time. The neurosurgeon involved noted two very notable navigation errors with the brainlab system this year, both of them being nearly identical, which were errors that occurred during use of the microscope navigation during open corpus callostomy procedures. The device misjudged the structures near the center of the brain (posterior corpus). The error, which has occurred twice now, indicated that our depth was past the end of the posterior corpus, when it wasn¿t. As such, both patients went on to have incomplete callosotomies. The neurosurgeon noted that specific to brainlab, the system seems to insist on facial recognition only, but fails to accumulate points around the 3d surface of the brain, and seems to become unreliable at deep, central brain structures. As such, the neurosurgeon had inquired with the rep if the system required some degree of recalibration, particularly the microscope-based registration. A local rep came to evaluate the brainlab and indicated that the calibration was ¿slightly off¿ and recalibrated the system. The product was not removed from service, but due to the unreliability of this navigation during two procedures, the optical navigation pathway is no longer being used for corpus callosotomy procedures and another pathway is being used instead. It is still unclear what caused these issues, and we have been unable to determine what caused the navigation to be off involving the brainlab curve and zeiss kinevo 900.